Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump received with intermittent button response. Entered bolus and monitored the screen without touching any keys the screen. No different screen was noted during testing. No unexpected error or alarms noted during testing. Successfully downloaded history files and traces using thump. The keypad overlay was removed to perform visual inspection and found flattened keypad dome. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay and scratched case. Alleged no current code/category not confirmed during testing. Keypad anomaly confirmed due to flattened keypad dome switch (creased). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced screen switches for no reason to a different screen. When customer enters bolus screen, without touching any keys the screen switches to a difference screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer returned the device for analysis.